Manufacturer narrative:
Olympus reprocessed the subject device and performed the cultivation test. The cultivated sample was analyzed by the (B)(6). The subject device was quarantined until the result was available. According to the report of the (B)(6) on (B)(6) 2016, microorganisms which may cause health injury were not detected from the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacture history of the subject device and confirmed that there was no irregularity related to the event found. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested positive for unspecified bacteria after reprocessing. There was no patient injury reported.